Event description:
It was reported that the field representative called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that the patient is hospitalized. Technical services (ts) reviewed device data and found the patient received 20 shocks for a fast rhythm. The rhythm was fast enough to apply in the shock zone thus rate only criteria apply. However, at the beginning of the rhythm it was suspected it could have been supraventricular with a fast rate conducted from the atria to the ventricles. The shocks were temporarily and did slow down the ventricular tachycardia (vt). Ts noted the rhythm does go in and out and was wondering if the patient was not compliant with their medications. Additional information was received which reported that was a charge time (CT) and long charge time (lc) error code when therapies were delivered which resulted in the device not being able to fully charge to max energy after 44 seconds. The field representative noted that the patient had a ventricular tachycardia (vt) storm in which the patient received multiple internal and external shocks. Ts recommended device replacement once the patient is stable. At this time, the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Filing a correct report for field h6 impact codes.

Event description:
It was reported that the field representative called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that the patient is hospitalized. Technical services (ts) reviewed device data and found the patient received 20 shocks for a fast rhythm. The rhythm was fast enough to apply in the shock zone thus rate only criteria apply. However, at the beginning of the rhythm it was suspected it could have been supraventricular with a fast rate conducted from the atria to the ventricles. The shocks were temporarily and did slow down the ventricular tachycardia (vt). Ts noted the rhythm does go in and out and was wondering if the patient was not compliant with their medications. Additional information was received which reported that was a charge time (CT) and long charge time (lc) error code when therapies were delivered which resulted in the device not being able to fully charge to max energy after 44 seconds. The field representative noted that the patient had a ventricular tachycardia (vt) storm in which the patient received multiple internal and external shocks. Ts recommended device replacement onces the patient is stable. At this time, the system remains in service. No additional adverse patient effects were reported.